Manufacturer narrative:
The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of the complaint history identified additional complaints ((B)(4)) that were investigated, and it was determined that no further action is required as pain is related to pre-existing condition. Review of device history records found this unit was released to distribution with no deviations or anomalies. Condition is addressed in the package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the clinical patient had an initial right oxford knee procedure on (B)(6) 2008. The patient reported an adverse event on (B)(6) 2009 of medial pain in the right knee that has not been resolved. No revision has been reported. It was also noted that pain was located medial and proximal in the tibia regions. There is some evidence of pes bursitis and the patient did not respond to joint injections.